Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old white male patient presenting, post coronary artery bypass surgery, with acute myocardial infarction and cardiogenic shock. Patient was escalated from an intra-aortic balloon pump to an impella cp optical for hemodynamic support. The following day, the patient endured diminished pulses in foot of the leg that which the impella was inserted. The device was rapidly weaned and removed on the 3rd day of support, as the patient's condition did not improve. Distal pulses were not present, therefore, a below knee amputation was required. The patient remained in stable condition, thereafter.